Event description:
The pt was on 1:2 iabp ratio. Check "iabp catheter" alarm sounded from the pump. The alarm reset. The balloon catheter was checked and secured to the pt's upper left thigh area. Within 2 minutes, the alarm "check circuit" went off. Immediately, blood appeared in the catheter and tubing and iabp was discontinued. The pt was stable after the event and no second iab was inserted. Event complications: none from the event-rpt'd 1/17/97. Pt's current status: stable-rpt'd 1/17/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.